Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a hole in the left cylinder was identified. The pump and cylinders were removed and a new ipp was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak tested. The first cylinder had a hole consistent with explant damage. The cylinder had broken fabric thread by the proximal of the cylinder body. The second cylinder performed within specifications. The pump was visually and microscopically examined. Microscope examination identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the reported hole and device mechanical issues were unable to be confirmed.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and a hole in the left cylinder was identified. The pump and cylinders were removed and a new ipp was implanted. There were no patient complications.